Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was not working and numbers were not ramping on their own. The customer¿s blood glucose was unknown at the time of incident. The customer also states the scroll bar was not moving with no input and block mode was inactive. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The device was received with all buttons responding properly. The device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.